Event description:
It was reported that the patient who had an r15 neurostimulator implanted got an explant of the device due to a lack of efficacy. The patient had an additional surgery for their colon and has an ostomy. The patient was doing well. The colostomy is not related to their long history of colon issues, including crohn's disease. The patient reported that having the colostomy has significantly improved their quality of life. Although the device helped initially, fecal incontinence worsened due to the effects of crohn's disease and irritable bowel syndrome (ibs). It was further reported that the patient had a fistula and abscesses and possible risk for cancer, that is the reason for the ostomy. The patient stated she will undergo surgery to make the colostomy permanent. There is no additional information.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.